Event description:
On (B)(6) 2009, pt reported she was in the process of changing her insulin cartridge when she pulled the cartridge out and the insulin spilled inside the infusion device's cartridge chamber. Advised she use the same empty cartridge and squeeze the end to make the end oval shaped. She stated she then reinserted it into the infusion device's cartridge chamber and was able to remove the stuck plunger successfully. Advised on how to prevent this from occurring again. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.